Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, multiple products that were delivered were found that the yellow tabs were unsteady. When several of them were opened and checked, there was deformation of the yellow tabs and there was adhesion of the damaged parts of the yellow tabs to the cartridges. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. Visual inspection of the returned products noted that each reload had a full staple complement. All of the shipping wedges were damaged. The anvil engagement tabs were partially crushed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.